Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the implantable pulse generator (ipg) was implanted passed its expiry date. It was further reported that this occurred when the patient was still in the operating room, the patient was prepared for the explant of the ipg in the left side and implant a new ipg on the right side. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.